Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. The patient had 2 lesions biopsied - both located in the left upper lobe (1.6 cm each), subpleural. The ion procedure was completed as planned. Post-procedure, the patient was dyspneic and hypoxic. A post procedure x-ray revealed a large pneumothorax; therefore, a small bore 14 french chest tube was inserted to resolve the pneumothorax. The patient was hospitalized for 48hrs and then discharged home. The diagnosis obtained from pathology was metastatic tumor (malignant). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.